Event description:
The patient was enrolled in the (B)(6) study (B)(6) on (B)(6) 2019 with patient identifier (B)(6). It was reported that a transient ischemic attack (tia) occurred. The patient was enrolled into the (B)(6) study on (B)(6) 2019, and the procedure was performed seven days later. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 21mm. Aspirin was administered post implant, and both aspirin and apixaban were continued. The patient was discharged home the following day. Six hundred eight (608) days post index, the patient work up with a tingling and numbing sensation of the left upper extremity and left lower extremity with some degree of weakness in the morning. The patient then presented to the emergency room on the same day due to these symptoms. The patient was on aspirin at the time of this event. A computed tomography (CT) of the head without contrast was performed on the same day, which revealed no acute infarction, masses, or hemorrhage. No acute intracranial abnormality was identified, nor diffuse age-related cerebral atrophy, or mild chronic microvascular white matter ischemic changes seen. CT angiography of the neck with contrast revealed moderate calcified atherosclerotic plaque at the origin of the right internal carotid artery with 50-60% moderate stenosis. The left internal carotid artery had extensive calcified atherosclerotic plaque at the origin with a moderate 60-69% stenosis. CT angiography of the head with contrast and arteriography revealed no stenosis, occlusion, or aneurysm. The patient was advised for magnetic resonance imaging (mr) and a neurology consultation. One day after admission for stroke symptoms, MRI revealed no acute infarction, but chronic microangiopathic changes in the periventricular white matter. On the same day, the national institute of health (nih) stroke scale was 0. The event was assessed as a tia. The patient was advised to continue aspirin and was prescribed clopidogrel 75mg for twenty one days. The patient was discharged home on the same day.